Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted prophylactically with no known malfunctions, and the patient was in unknown condition.

Manufacturer narrative:
Correction: to explant date d6b should have been 24 may 2023, not 25 may 2023. New patient condition.

Event description:
The patient was discharged from the hospital after the procedure.